Event description:
The following has been reported: "customer reported an air alarm message and the pump needs service and a new battery installed." Reporting due to the referenced issue (potential air in line issue as a conservative measure). No reports of patient involvement. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed. Some alarms were found but data is insufficient to confirm the reported event or to be linked to a quality issue of the device. The reported device was received in [fk USA - lake zurich] and its investigation was performed by our local technical team. Several functional tests related to the reported event were carried out. All performed successfully and values were found compliant with IFU specifications compared to settings. Air sensor was calibrated as a measure of precaution. According to provided repairs information pressure sensor needed to be calibrated due to quality control test failure. However no functional or technical issue could be detected during those testing. No repair or part replacement was carried out as the reported device performed as intended. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.